Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was distorted. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to the front enclosure. The front enclosure was replaced to resolve the report. The device was recertified and returned to the customer. Reports of this nature are typically not submitted due to the fact that it was determined during the investigation that the clinical data was still accesible to the user. Analysis of reports of this type has not identified an increase in trend.